Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During reduction results surgeon broke prong off distal end of femoral array stem. Prong was located in variable angle screw. Tha procedure.

Event description:
During reduction results surgeon broke prong off distal end of femoral array stem. Prong was located in variable angle screw. Tha procedure.

Manufacturer narrative:
Reported event: it was reported that during reduction results surgeon broke prong off distal end of femoral array stem. Prong was located in variable angle screw. Tha procedure. Product evaluation and results: visual inspection: visual inspection shows broken pin on 160245 array post. Dimensional inspection: dimensional inspection was not completed since visual inspection confirmed broken pin on 160245 array post. Functional inspection: functional inspection was not completed since visual inspection confirmed broken pin on 160245 array post. Product history review: review of the product history records indicate 51 devices were manufactured under lot no w29586. And accepted into final stock on 11/12/ 2012. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 160245, lot w29586. Shows no additional complaints related to the failure in this investigation. Conclusions: visual inspection confirms broken pin on160245 array post. Functional inspection was not completed since visual inspection confirmed broken pin on 160245 array post. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.